Manufacturer narrative:
H6: investigation summary a device history record review was completed by our quality engineer team for provided material number 302830 and lot number 3033870. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. See h10.

Event description:
It was reported that an unspecified amount of bd 20 ml luer-lok¿ syringe sterile, single use the scale markings were discovered to be missing. The following information was provided by the initial reporter: we have been coming across multiple 20ml luer-lok tip syringes which do not have any ml imprint on the syringe itself.

Event description:
It was reported that an unspecified amount of bd 20 ml luer-lok¿ syringe sterile, single use the scale markings were discovered to be missing. The following information was provided by the initial reporter: we have been coming across multiple 20ml luer-lok tip syringes which do not have any ml imprint on the syringe itself.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.